Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter states patient tested 4.8 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. No treatment required. No adverse event reported. Requested return of suspect system, however, the suspect strips have been used up and will not be returned.